Manufacturer narrative:
Taper unk. (B) (4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Erosion, fistula, abscess, and pain are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported events of erosion, abscess, and epigastric pain as follows: "as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract". "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation". "There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection or abdominal pain. Re-operation to remove the device is required. "Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." "Fluid would be removed from the system if there were symptoms of excessive restriction or obstruction, including excessive sense of fullness, heartburn, regurgitation and vomiting." "Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures."

Event description:
Doctor reported events of "epigastric pain", band erosion", "subphrenic abscess", and fistula from journal article: "over-the-scope clip closure of two chronic fistulas after gastric band penetration", world journal of gastroenterology (2010) april 7; 16(13): 1665-1669 issn 1007-9327. Allergan's approach to compliance is to resolve all doubt in favor of reporting.